Event description:
Product is dexcom g6 10 day blood glucose sensor. Bg reading below 50, caused overcorrection with food intake which caused bg to reach 400. Pt stated 2nd 10 day sensor only lasted 8 days and then 3rd sensor displayed inaccurate/faulty reading for first 6 hours of use. Sensor began to work properly later that day. This was patient's second 1 month supply of sensor. No problems reported with 1 st pack; patient states will contact manufacturer to report issue as well. Dates of use: (B)(6) 2019 - (B)(6) 2019.